Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with unknown mentor gel breast implant experienced left-sided capsular contracture postoperatively, baker grade unknown. As a result, the patient underwent unilateral explantation and replacement with 300cc smooth mentor memorygel breast implant, catalog # 3503001bc, left lot-serial # (B)(4) on (B)(6) 2012.